Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore, a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 19/apr/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿repair of ventral hernia¿ surgery and was implanted with an unknown strattice device on (B)(6) 2017. The patient underwent a ¿repair of recurrent ventral hernia with lysis of adhesions¿ on (B)(6) 2021. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿permanent physical, emotional and financial harm.¿ the patient also claims the failure of the mesh caused ¿chronic pain, adhesions, bowel involvement, bowel obstruction, and a hernia recurrence which required an additional surgical procedure.¿ patient ¿continues to experience symptoms, including, but not limited to, pain and discomfort.¿ the form lists the conditions that were treated were ¿hernia recurrence, adhesions, bowel involvement, bowel obstruction, severe pain and all other conditions identified in [surgeon¿s] records, incorporated by reference¿ in 2021. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿bard: composix l/p,¿ on (B)(6) 2021. The form indicates that this device has not been removed or revised.